Manufacturer narrative:
Analysis-the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a soldering defect. This malfunction would have contributed to the reported event. Heartware has opened an internal investigation under (B)(4) to evaluate these types of issues. There are no apparent contributing clinical factors to the reported event. The most likely root cause of the reported event can be attributed to a soldering defect as a result of improper assembly. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery is faulty and not charging. Failure analysis of the device has identified a solder defect. The battery was exchanged. There was no impact to the patient.